Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and were in emergency room also due to low blood glucose on (B)(6)2022 with blood glucose of 22 mg/dl. The customer's current blood glucose is unknown. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by insulin drip. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. No further patient complications were reported.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible over delivery, visit to emergency room, ems dispatched and was hospitalized for low bgs found on (B)(6) 2022. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of mar 05, 2022, there is no unexpected alarms/suspends and found manual and bolus wizard deliveries of dailytotalofbolusinsulindelivered = 23 u bolus. (B)(6) 2022 09:03:12.000 normalbolusdelivered normalbolusamountprogrammed = 7.3 bolusamountdelivered = 7.3 (B)(6) 2022 10:05:52.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4 (B)(6) 2022 11:38:42.000 normalbolusdelivered normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2022 17:40:22.000 normalbolusdelivered normalbolusamountprogrammed = 5.8 bolusamountdelivered = 5.8 (B)(6) 2022 20:54:04.000 normalbolusdelivered normalbolusamountprogrammed = 3.4 bolusamountdelivered = 3.4 device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Device passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section.

Event description:
The customer reported via phone call that emergency medical services were called, went to the emergency room, and were admitted to the hospital on mar, 05, 2022 at 16:00 due to hypoglycemia. Blood glucose at time of admission was 22 mg/dl. Customer had passed out while playing with a pet. User had lost consciousness for approximately an hour. Customer alleged over delivery due to not knowing why they passed out. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by insulin drip. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.